Event description:
It was reported that the drug information in the programmer/pump had been incorrectly listed ¿forever.¿ the patient was coming in for a refill today where they were planning to correct it. The pump was programmed with hydromorphone 7.5 mg/ml, bupivacaine 1.3 mg/ml, and clonidine 62.5 mcg/ml. The drug was actually hydromorphone 30 mg/ml, bupivacaine 5 mg/ml, and clonidine 250 mcg/ml. The hydromorphone was programmed to deliver 0.4505 mg/day. The patient was doing well and there was no adverse medical event as a result of the programming error. The programming was corrected and the programmer time was updated as it was showing off by approximately 1 hour. It was later reported that the patient was "doing good."

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).